Event description:
Placed tr band on patient's wrist which was large and abundance of loose tissue. Within minutes of application it was found that a hematoma was forming proximal to the band. A second tr band was applied to provide additional occlusive pressure. The team debrief determined that the pre-formed shape and design of the tr band does not provide optimal hemostasis for certain patient arm/wrist anatomies.